Event description:
After additional review, it was noted that the seroma began to form the day after implant ((B)(6)-2012).

Event description:
Additional information received reported further event detail/updates. The previously reported hole in the catheter was at the proximal catheter/pump pocket catheter segment. When the revision was performed, the healthcare provider (hcp) aspirated the seroma, which was confirmed by the hcp to contain cerebrospinal fluid (csf). The patient did require hospitalization due to the event. The patient outcome/status was reported as "no injury." The hcp reported the pump medication as preservative free morphine.

Event description:
It was reported the patient experienced seroma/swelling at left side of waist area following pump and catheter implant. Patient stated it looked like he had a third breast. A biopsy was done and cerebrospinal fluid was found. Surgery was performed on (B)(6) 2012, and discovered a hole or tear in the catheter. The catheter was repaired. A refill was done at the time of surgery. Patient followed up with hcp on (B)(6) 2012; 'everything looks good.' Patient was unsure if their personal therapy manager was working. Patient experienced pain their lower back; he can walk but it hurts. Hcp considered increasing the medication 10%. Patient was concerned the 10% increase of meds would not help. Patient stated it was increased 20% last time and didn't believe it was enough. Patient was 'sick and tired of this device.' Patient indicated he had concerns regarding the device but indicated there was a plan. Patient was planning to follow up with their hcp. It was indicated the pump was delivering morphine. It was also indicated that it was delivering adenosine. It was unclear what medication was in the pump.

Event description:
Additional information received reported, the patient had a follow-up/refill approximately 3 weeks prior to the supplemental report date and the patient's personal therapy manager (ptm) "was functioning properly". It was further noted that "everything is working as it should". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Personal therapy manager: serial# unk, catheter model# 8709sc, lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).